Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. Inflation was performed three times at 8 atmospheres for 30 seconds, 10 atmospheres for 1 minute, and 14 atmospheres for 1 minute respectively. However, during third inflation, the balloon ruptured. The device was removed from the patient's body without problem and the procedure was completed. No patient complications were reported and the patient condition was good.